Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a catheter complication. There was a plan to do a catheter revision on the afternoon of (B)(6) 2014. It was later corrected that the patient did not have a revision. A dye study was done and the catheter was patent. It was noted that the patient was not getting efficacy of the therapy. The pump was delivering dilaudid and was going to be switched to morphine. Additional information was received from a consumer on 2019-apr-25. It was reported that the patient had an issue with the catheter being kinked right after it was put in. No further complications were reported or anticipated.